Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A reliant balloon was intended for use during touch-up in an endovascular aortic repair (evar) procedure. It was reported that the balloon was attempted to be used during touch-up following stent graft deployment. The balloon was initially inserted via an 18f non-medtronic sheath. Insertion was attempted into the contralateral side via a 12fr non-medtronic sheath. The balloon was inserted into the hemostatic valve; however, it became stuck inside the sheath and could not be advanced. A non-medtronic balloon was used instead. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient is fine.